Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
AN INVESTIGATION WAS COMPLETED TO DETERMINE THE CAUSE OF THIS REPORTED EVENT. AN INTUITIVE SURGICAL, INC. (ISI) FIELD SERVICE ENGINEER (FSE) WAS DISPATCHED TO THE CUSTOMER SITE TO FURTHER INVESTIGATE THE REPORTED EVENT. FSE REPLACED THE E-200 GENERATOR TO CORRECT THE REPORTED EVENT. THE SYSTEM WAS TESTED AND VERIFIED AS READY FOR USE. ISI DID NOT RECEIVE A DA VINCI PRODUCT INVOLVED WITH THIS COMPLAINT TO PERFORM FAILURE ANALYSIS. THE COMPLAINT WAS CONFIRMED BASED ON THE FIELD EVALUATION, WHICH INDICATES THAT THE DEVICE MAY HAVE CONTRIBUTED TO THE CUSTOMER REPORTED ISSUE.

Event description:
IT WAS REPORTED THAT DURING A DA VINCI ASSISTED SURGICAL PROCEDURE, THE CUSTOMER INFORMED INTUITIVE SURGICAL, INC. (ISI) TECHNICAL SUPPORT ENGINEER (TSE) THAT INSUFFICIENT SEALING OCCURRED ON SYNCHROSEAL INSTRUMENT WITH "HEMOSTASIS MAY BE COMPROMISED. INSPECT THE JAWS FOR POSSIBLE DAMAGE¿ ERROR. THE ISSUE OCCURRED WHEN USING BOTH BIPOLAR PORTS OF THE E 200 INTEGRATED ELECTROSURGICAL UNIT (IESU). THE SURGEON DID NOT ENCOUNTER A SIMILAR ISSUE WHEN WORKING ON OTHER CASES IN ANOTHER HOSPITAL USING E 200 IESU AND SYNCHROSEAL INSTRUMENT. THEREFORE, THE SURGEON SUSPECTED THAT THE IESU WAS NOT WORKING PROPERLY IN THIS CASE. THE PROCEDURE WAS DELAYED FOR LESS THAN 30 MINUTES. THE PROCEDURE WAS COMPLETED WITH NO REPORTED INJURY. INTUITIVE SURGICAL, INC. (ISI) FOLLOWED UP WITH THE INITIAL REPORTER AND OBTAINED THE FOLLOWING ADDITIONAL INFORMATION: WHEN THE SEALING WAS ALLOWED, THERE WAS A CONTINUOUS TONE. WHEN THE SEALING OR SYNCH WAS ALLOWED, THERE WAS THREE ASCENDING TONES WHEN THE CYCLE WAS COMPLETED. AT THE END OF THE SEAL CYCLE A LONG AUDIBLE TONE WAS HEARD (INDICATING UNSUCCESSFUL SEAL) WHEN THE ERROR APPEARED.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) received the da Vinci product to perform failure analysis. The E 200 Generator was analyzed and found the reported error was confirmed and replicated. Visual Inspection, no damage was observed related to the reported event. The unit was installed into a golden system where it successfully delivered energy. The unit was then tested on FS2 where it failed for Pin presence no ports Bipolar B Pin 2. A golden Bipolar B receptacle was ABA swapped, resulted in the unit passing all required tests per E 200 testing matrix. The probable root cause of the errors may be attributed to faulty components, specifically the bipolar receptacle.